Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a 12 hole buttress plate was used to treat a radial shaft fracture. Approximately 3 months post implantation, the plate broke while the patient was lifting a heavy item. This is 1 of 1 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was implanted approximately 3 months post implantation. Device is not distributed in the united states but is similar to a device marketed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.